Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the buzzing was out of control and annoying. The patient was charging frequently and it was time consuming. A technician changed the device to b, but the buzzing didn't stop. The charging was corrected, but the programming didn't relieve pain at night. The patient mentioned when she would increase strength or decrease it, it would always revert to 2. The patient has not yet reached out to their managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported the ins does not stay charged for very long for the past 6 months. The patient stated she has not changed her programming parameters in the past 6 months. The patient stated it seems like she is charging every couple hours. The patient also reported that therapy doesn't really help patient at night since implant. The patient further reported the positional change from standing to sitting seems like it takes forever. The patient clarified it buzzes and takes 2-3 min to change the location of stimulation for the past 6 months. The patient was redirected to their healthcare provider (hcp) to have the ins and leads checked and to look at programming. No further complications were reported/anticipated.